Event description:
It was reported that the balloon catheter dislodged from the coronary sinus to the right atrium. The balloon catheter was replaced with a different model. The physician felt that the catheter did not provide the support they had expected. Additionally, a catheter that was used in conjunction with the balloon catheter and had also dislodged into the right atrium during procedure. The catheter was later used successfully with another model of balloon catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).